Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 426 mg/dl at the time of the incident. Patient's current bg: 426 mg/dl. Customer treated for high blood glucose with syringes. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer perform an high pressure test which was passed. The pump will not be returned for analysis.